Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at the display window corner cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call damage and blank display on the insulin pump. Customer advised they took the insulin pump out of the box and realized the display screen was shattered. Customer replaced the battery on the insulin pump and the display did not work. Customer advised something inside of the display screen was damaged and there was a line going through the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.